Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device breakage coil fragments still lodges in back'), pregnancy with contraceptive device ('pregnancy (with complications), pregnancy birth ¿ complication'), caesarean section ('cesarean section'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal, cholecystectomy and bradycardia. Concomitant products included intrauterine contraceptive device (iud nos) from 2009 to 2014 for contraception as well as levonorgestrel (mirena). On 1-oct-2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced back pain ("back pain") and abdominal pain lower ("pain lower abdominal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("bleeding: anemia"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions") and nervous system disorder ("neurological condition/problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, caesarean section, menorrhagia, genital haemorrhage, vaginal haemorrhage, back pain, abdominal pain lower, migraine, depression, dyspareunia, weight increased, dysmenorrhoea, pelvic pain, abdominal pain, metrorrhagia, iron deficiency anaemia, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, nervous system disorder and weight decreased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. 3174.5g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, back pain, caesarean section, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2014.coils left: 7 coils right: 3. Current weight 180 lbs. Plaintiffs told still have essure fragmented coils lodged in my lower back which cannot be removed, so I still experience the various injuries. Per ppf: not removed (note discrepancy), essure confirmation test: (B)(6) 2014 (note discrepancy). Essure insertion date provided in pif : (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Batch no b97492 production date 2013-11-27 expiration date 2016-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device breakage coil fragments still lodges in back'), pregnancy with contraceptive device ('pregnancy (with complications), pregnancy birth ¿ complication'), caesarean section ('cesarean section'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal, cholecystectomy and bradycardia. Concomitant products included intrauterine contraceptive device (iud nos) from 2009 to 2014 for contraception as well as levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced back pain ("back pain") and abdominal pain lower ("pain lower abdominal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("bleeding: anemia"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions") and nervous system disorder ("neurological condition/problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, caesarean section, menorrhagia, genital haemorrhage, vaginal haemorrhage, back pain, abdominal pain lower, migraine, depression, dyspareunia, weight increased, dysmenorrhoea, pelvic pain, abdominal pain, metrorrhagia, iron deficiency anaemia, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, nervous system disorder and weight decreased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. 3174.5g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, back pain, caesarean section, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2014.coils left: 7 coils right: 3 current weight 180 lbs. Plaintiffs told still have essure fragmented coils lodged in my lower back which cannot be removed, so I still experience the various injuries. Per ppf: not removed (note discrepancy), essure confirmation test: (B)(6) 2014 (note discrepancy). Essure insertion date provided in pif : (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. Reporters information were added. Lot no. Were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device breakage coil fragments still lodges in back'), pregnancy with contraceptive device ('pregnancy (with complications), pregnancy birth ¿ complication'), caesarean section ('cesarean section'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal, cholecystectomy and bradycardia. Concomitant products included intrauterine contraceptive device (iud nos) from 2009 to 2014 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced back pain ("back pain") and abdominal pain lower ("pain lower abdominal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("bleeding: anemia"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions") and nervous system disorder ("neurological condition/problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, caesarean section, menorrhagia, genital haemorrhage, vaginal haemorrhage, back pain, abdominal pain lower, migraine, depression, dyspareunia, weight increased, dysmenorrhoea, pelvic pain, abdominal pain, metrorrhagia, iron deficiency anaemia, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, nervous system disorder and weight decreased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, caesarean section, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: on (B)(6) 2013 and (B)(6) 2014. Current weight 180 lbs. Plaintiffs told still have essure fragmented coils lodged in my lower back which cannot be removed, so I still experience the various injuries. Per ppf: not removed (note discrepancy), essure confirmation test: on (B)(6) 2014 (note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Following events¿ migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, metrorrhagia (bleeding between periods), bleeding: anemia, general abnormal bleeding, urinary tract infection, vaginal discharge, fatigue, gi (gastrointestinal) conditions), hormonal changes, neurological condition/problems and weight loss were added. Essure insertion date updated. Reporter¿s information was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage coil fragments still lodges in back'), pregnancy with contraceptive device ('pregnancy (with complications)') and caesarean section ('cesarean section') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal, cholecystectomy and bradycardia. Concomitant products included intrauterine contraceptive device (iud nos) from 2009 to 2014 for contraception. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced back pain ("back pain") and abdominal pain lower ("pain lower abdominal"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent caesarean section (seriousness criterion medically significant), experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pregnancy with contraceptive device, caesarean section, menorrhagia, vaginal haemorrhage, back pain, abdominal pain lower, migraine, depression, dyspareunia and weight increased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, caesarean section, depression, device breakage, dyspareunia, menorrhagia, migraine, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date 2013 and (B)(6) 2014. Current weight (B)(6) lbs. Plaintiffs told still have essure fragmented coils lodged in my lower back which cannot be removed, so I still experience the various injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- pregnancy (with complications), device ineffective, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), device breakage, pain lower abdominal, back pain, migraine headache, depression, dyspareunia (painful sexual intercourse), weight gain, cesarean section. Reporter information, medical history, concomitant drug, essure removal date, lab data were added. Essure insertion date were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.